Event description:
Customer reports, a dual lumen uvc was inserted and the baby started to desaturate immediately. The catheter was removed and oxygen levels returned to normal. A small hole was found in the catheter. They report the pt may have had an air embolism.